Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time everyday (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. As a result, the customer went to the emergency room and was subsequently hospitalized. Customer's blood glucose (bg) level was 447 mg/dl and they experienced a heart attack. Customer was treated with intravenous fluids of saline and insulin to address the issue. Tandem technical support (cts) performed a system check and also found that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin, which contributed to the high bg level. Tandem technical support educated the customer on insulin labeling, customer acknowledged and understood. Reportedly, customer was released from the hospital 4 days later on 12/27/2023 with the issue resolved and no permanent damage. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.